Event description:
During a procedure, the generator kept on repeating an instrument error. A second instrument emitted an instrument error. While cleaning the jaws, the tissue pad fell off of the blade. There was no patient consequence.